Event description:
Wound drain broke while being removed in the or, where pt was for another procedure. Remainder of drain was removed at that time as dr. "Was going in anyway".

Manufacturer narrative:
Information has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.